Event description:
It was reported that the patient received two inappropriate shocks due to supraventricular tachycardia. It was also reported that the device detected the supraventricular tachycardia as a ventricular tachycardia. The patient's medications were adjusted, and the device remains in use. The patient is part of the discovery clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.